Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode. It was noted that the patient was not pacer dependent but had underlying sinus bradycardia in the 30 bpm range. Additional information received reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. This pacemaker will be returned for analysis.